Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The physician attempted troubleshooting steps to attempt to pump and deflate the prosthesis. The physician believed the device had reached its end of life. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. There were no patient complications related to the device.